Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting normally. The power consumption has been very stable over the past year, and the battery voltage is within range. Additional information was received that the device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.